Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and resolved the case by replacing the u-link, checking connections, wires, and voltage, testing the rails, and confirming service recovery with the customer. The system functioned as intended after the field service engineer repaired the device.